Manufacturer narrative:
This report is submitted on may 25, 2021.

Event description:
As per the clinic, the abutment was removed and replace with an osia device (date and reason for the conversion unknown).

Event description:
Correction: the previous or initial MDR submitted on (B)(6) 2021, was filed inadvertently. There was no conversion to a transcutaneous osia implant system for the current device. The osia implant system was implanted at a new site.